Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to power on. The device was not in patient use. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously was reported a ventilator failed to power on. The device was not in patient use. The device was evaluated by the manufacturer and the customer's complaint was confirmed. Additionally, the event log was unable to be read from the usb ports. The device's system board and display board were replaced to address the issue. The device was cleaned and tested and passed all final testing.

Manufacturer narrative:
The manufacturer previously reported that during a check-out procedure at the manufacturer's service center, a ventilator failed to power on. The device was not in patient use. The device was evaluated, and the issue was confirmed. The device failed to power on. The device's display board and system board were replaced to address the issue. The device was cleaned and tested and passed all final testing. The components were returned to the manufacturer's product investigation laboratory for additional testing. The system board was placed in a test device, and the device did power on, and then alarmed for a ventilator inoperative alarm condition that was indicative of a software issue. The display board was also placed in a test device and the device powered on as designed. No malfunction of the display board was observed. The component operated as designed.